Event description:
It was reported that stent damage occurred. A 20 x 2.50mm promus premier¿ drug eluting stent was selected to treat the lesion but the edge of the stent got lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).